Manufacturer narrative:
(B)(4). Manufacturing date: june 2014. (B)(4). The device was received and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Device power up, voltage checks, power cord inspection, power entry module inspection focused power section inspection, focused heater pan inspection, focused digital board inspection, focused display and data logger board inspection and chassis check were all performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The burning smell could not be duplicated and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device, used for peritoneal dialysis therapy, smelled like burning wires. This was noted after the patient completed their therapy and disconnected from the setup. The technical service representative discussed completing therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.